Event description:
During a low anterior resection, the circular stapler ilc33 did not fire staples, so no anastomosis was performed. "At inspection no where staples could be found, not in the pt, neither in the apparatus." A pull through technique had to be performed.

Manufacturer narrative:
Based on the info received and the visual results, no conclusion could be reached as to what may have caused the reported incident. The batch history records were investigated and there were no anomalies noted for missing staples during mfg. It should be noted that each instrument is 100% inspected through an automated vision system to ensure that all staples are present prior to shipment. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.